Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00283 pertains to the first resolution clip device and this report pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked on the tissue; however, the clip failed to release from the catheter. The same event happened with the second clip, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.